Manufacturer narrative:
Correction - please refer to d4 lot number. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received drill is broken from the tip and the broken fragment was not returned. Broken surface of the drill appears relatively smooth and shiny without showing any plastic deformation signs which indicates towards a brittle failure of the drill due to mechanical overload leading to sudden breakage. Circular marks proximal to the broken tip indicates towards application of excess torsional force. The outer diameter of the drill was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be a user related. The event was caused by application of excess torsional forces along with bending force. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "orif was performed for the patient with left femoral shaft fracture. The drill was broken during the surgery and the screw could not be inserted into the hole as the drill tip could not be removed from the bone".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "orif was performed for the patient with left femoral shaft fracture. The drill was broken during the surgery and the screw could not be inserted into the hole as the drill tip could not be removed from the bone".